Event description:
It was reported that 3 multi-way connecting set 4 ss experienced air bubbles/air in line. The following information was provided by the initial reporter: nursing office calls for 3 patients from 3 different agencies reporting the presence of air in the tubing and air alarm on sapphire pump. After verification, the infusion devices are from the same lot number.

Manufacturer narrative:
The product involved with this complaint is not sold in the us and was reported in error. This supplemental report is being completed to notify the FDA of the erroneous submission of the initial emdr. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).

Event description:
It was reported that 3 multi-way connecting set 4 ss experienced air bubbles/air in line. The following information was provided by the initial reporter: nursing office calls for 3 patients from 3 different agencies reporting the presence of air in the tubing and air alarm on sapphire pump. After verification, the infusion devices are from the same lot number.